Event description:
On (B)(6) 2013 I was diagnosed with breast cancer mucinous carcinoma 1.4 cm. I was recommended to have lumpectomy with radiation by one oncologist, another oncologist recommended bilateral mastectomy no radiation and no chemo, adjuvant therapy and breast reconstruction with implants. I decided on having bilateral mastectomy on 2014 with allergen breast implants I didn¿t do adjuvant therapy. I started having symptoms on (B)(6) 2016, reoccurring infections, joint pain, on 2017 the pain traveled to my neck , arm and shoulders. Specially laying down my arms would hurt and wrists. I started seeing an orthopedic doctor that said I had tendonitis on my shoulder. I also had lymphadenopathy on one side of my neck, the lymph node was surgically taken out and biopsied non-cancerous. On 2018 started having extreme fatigue and hair loss, the same year my doctor recommended I see a specialist, a rheumatologist, he did blood work and came back positive for a double stranded dna. He couldn¿t diagnose me with lupus because my ana test was negative and also I didn¿t have all the lupus symptoms. My rheumatologist believes I have undifferentiated connective tissue disease. On (B)(6)2018 I had surgery on my shoulder for tendinitis, ended up being rotator cuff repair. In (B)(6) 2019, I had an endoscopy for gerd and was diagnosed with esophagitis with esophageal erosions. The cause autoimmune disorder related.